Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of partial stent deployment. Block h11: an ultraflex tracheobronchial covered distal stent was received for analysis. Visual examination of the returned device found the stent partially deployed. No other damages were noted. The reported event of stent partially deployed was confirmed. It is most likely procedural factors as lesion characteristics, handling of the device, the technique used by the physician (force applied), could have resulted in the damages encountered in the device. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal stent was to be implanted in the trachea to treat severe stenosis secondary to esophageal cancer during tracheal stent implantation performed on (B)(6) 2024. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the stent could only be partially deployed after pulling the stent deployment suture for several attempts. The stent was removed from the patient, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event, and the patient's condition after the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal stent was to be implanted in the trachea to treat severe stenosis secondary to esophageal cancer during tracheal stent implantation performed on (B)(6) 2024. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the stent could only be partially deployed after pulling the stent deployment suture for several attempts. The stent was removed from the patient, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event, and the patients condition after the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of partial stent deployment.